Manufacturer narrative:
A maquet field service technician evaluated the device and found a broken spring arm. He replaced the damaged spring arm with a new one and returned the device to service. This malfunction was previously address in the u.s. Through the device correction noted.

Event description:
The customer reported to maquet that a spring arm was broken but the lighthead was still hanging by its cables. No information has been provided with regards to the circumstances of the breakage. No injuries were reported. (B)(4).